Manufacturer narrative:
It was reported that end user applied flex fabric bandages to his right forearm to cover a wound/cyst and end user developed "little bumps" and "pimple-like blisters" to the skin under the adhesive. Reportedly, the end user changed the bandages twice daily and had used the bandages for 3 days. It was denied that any other creams, ointments, or gels were applied prior to application of the bandages. The end user reportedly stopped using the bandages upon noticing the reaction and two days later, he sought medical evaluation and treatment. Per report, the end-user was prescribed oral bactrim (antibiotic) for the skin infection that he developed from using the bandages. This is reportedly the first time that end user used this specific type of bandages and end user does not have any known allergies. The end user stated that the skin problem is "looking better" now and he is scheduled for follow-up in two days. Due to the reported skin infection and the required medical intervention, this medwatch is being filed. Samples are not available to be returned for evaluation. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that end-user required oral antibiotics for skin infection and blisters that developed from using antibacterial fabric bandages.